Manufacturer narrative:
H3 device evaluation - although the information provided indicates that the product is available for evaluation, it has not yet been received by the manufacturer. Without lot identification, device history record review, and complaint history review is not possible. Without the opportunity to examine the device, no conclusions can be drawn as to the cause of the reported malfunction. Should the product be received, upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2023-00027).

Event description:
It was reported that during a procedure performed on (B)(6) 2023, the tulip threads of two (2) reform poct polyaxial screw t15 stripped upon final tightening the lock screws. The screws were removed and replaced. There was no patient injury or extensive delay to the procedure as a result of the malfunction.